Manufacturer narrative:
(B)(4). Initial reporter (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "echo signs of deterioration of the integrity of the right implant" diagnosed by ultrasound and "complete rupture of the right implant". Device has been explanted.